Event description:
It was reported that the implantable cardioverter defibrillator exhibited oversensing of noise. Patient experienced pacing sensations. Programming changes were made. No further information was reported.